Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clip did not seem to come out far enough and could therefore not get hold of the tissue. Another er320 instrument was used to complete the case. There was no consequence to the pt.